Manufacturer narrative:
Additional patient identifier reported as (B)(6). Date of post-operative infection development is unknown. This report is for one (1) 5.0mm locking screw. Part and lot number is unknown. Without a specific part and lot number, the UDI is not available. Implant date is reported as twelve years ago; exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for one (1) 5.0mm locking screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was previously implanted with a 4.5mm locking compression tibia plate along with four (4) 5.0mm cannulated locking screws, one (1) 4.5mm cortex screws and one (1) 5.0mm locking screws twelve years ago (in 2005), had the hardware removed on (B)(6) 2017 due to an infection. All hardware was successfully removed, easily, without any additional medical intervention or any surgical delays. It was also reported that prior to the hardware removal on (B)(6) 2017, the distal portion of the plate was cut off and removed from the patient. The device had been found broken a while back and that they removed the distal piece of the plate postoperatively on an unknown date; prior to the (B)(6) 2017 surgery. The devices explanted on (B)(6) 2017 are reportedly not available for investigation. This record addresses the devices explanted due to an infection. The related, linked complaint (B)(4) addresses the portion of the tibia plate removal. This report is for one (1) 5.0mm locking screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.